Manufacturer narrative:
Investigation summary: a false positive issue was reported on a bactec fx40 instrument (p/n 442296, s/n (B)(6) ). Bd remote assistance communicated with the customer and reviewed the log file and the plot which revealed excessive drawer openings for considerable durations causing temperature fluctuations resulting in false positives. If any additional information is provided in the future, this case will be re-opened and re-investigated. This is an unconfirmed failure of bd product. Bd quality did not receive any returned materials for investigation. Review of device history record for ff4670 is not required due to the age of the instrument. Service history for ff4670 was reviewed and revealed no previous complaints related to false positives. The root cause for false positives was excessive drawer openings for considerable durations. Bd quality will continue to closely monitor for trends associated with this complaint. H3 other text : see h10.

Event description:
It was reported while using bd bactec¿ fx40 instrument false positive results were obtained. There was no report of patient impact. The following information was provided by the initial reporter, translated from portuguese to english: equipment positive bottles, but they are negative. Investigation of room temperature, filter cleaning, electrical network and these points are all within specification. Today (03/18/21) 4 bottles were positive in the same rack at the same time. The plots for these bottles and the equipment log will be sent for analysis.

Manufacturer narrative:
Medical device expiration date: na. Initial reporter phone #: (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported while using bd bactec¿ fx40 instrument false positive results were obtained. There was no report of patient impact. The following information was provided by the initial reporter, translated from (B)(6) to english: equipment positive bottles, but they are negative. Investigation of room temperature, filter cleaning, electrical network and these points are all within specification. Today ((B)(6) 2021) 4 bottles were positive in the same rack at the same time. The plots for these bottles and the equipment log will be sent for analysis.